Event description:
Pt with a complex medical history suffered a gastric perforation, subsequent peritonitis and death 2 days after hosptial admission. The perforation was caused by the tip of a gastrostomy tube according to the post mortem examination.